Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, bisphosphonate treatment, compromised immune resistance, diabetes mellitus, smoker, periodontal disease, diseased mucous membrane, complication in site preparation, infection, pain, swelling, mobility.